Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 6 years and 9 months after the implant of a 29mm transcatheter aortic bioprosthetic valve, severe central aortic regurgitation occurred. The valve was subsequently replaced with a new 29 mm prosthesis, and coronary/sinus stenting was performed during the procedure. No patient symptoms nor complications were reported as a result of this event. Additional information was received that the patient was symptomatic with fatigue and dyspnea, and the transcatheter aortic valve replacement (tavr) was emergent due to these symptoms. The stenting performed during the tavr was planned and required as there was a very high risk of sinus sequestration. Additionally, the patient was hospitalized for the re-intervention. Per the physician, the medtronic valve and delivery catheter system (dcs) did not contribute to an occlusion that required stenting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 6 years and 9 months after the implant of a 29mm transcatheter aortic bioprosthetic valve, severe central aortic regurgitation occurred. The valve was subsequently replaced with a new 29 mm prosthesis, and coronary/sinus stenting was performed during the procedure. No patient symptoms nor complications were reported as a result of this event.